Manufacturer narrative:
The customer contacted siemens to report an immulite 2000 instrument generated a weak transmission of data error and then shut down unexpectedly. A siemens customer service engineer (cse) was dispatched to the site to inspect the instrument. The cse found the instrument would not boot up. The cse replaced the instrument's motherboard, printer, and the damaged printer cable. The cse ran a water test and quality control materials with acceptable results. The cause of the unexpected shut down, burning smell and smoke emitted from a smoldering cable is unknown. The instrument is performing within specifications. No further evaluation of this instrument is needed.

Event description:
An immulite 2000 instrument generated a weak transmission of data error and then shut down unexpectedly. A burning smell was emitted from the instrument and there was smoke coming from a smoldering printer cable. There were no open flames observed and no injuries sustained from the burning smell. There are no known reports of patient intervention or adverse health consequences due to this event.